Manufacturer narrative:
Investigation included a review of user feedback and complaint intake for potential device performance concerns. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that the cause of the hypoglycemia was unclear based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced recurrent nighttime hypoglycemia and expressed difficulty dosing for small carbohydrate amounts while using the ilet bionic pancreas. Symptoms included low blood glucose events. Outcomes included user-reported impact without medical intervention or hospitalization.